Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3937512 and product code tvtrl. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the mesh was placed as per manufacturer's instructions. It was also reported that following insertion of the mesh, the patient experienced mesh exposure of about 0.5 cm length in the left paraurethral sulcus.